Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient developed an allergic reaction at the pod¿s infusion site (arm) while wearing the pod between 49 and 71 hours. The infusion site was reported to be red, itchy and slightly swollen. It was also reported that the patient's blood glucose level reached above 300 mg/dl. The patient was taken to a doctor's appointment at a hospital and was diagnosed with allergic reaction from the pod adhesive. The patient was prescribed skin protecting spray and an additional nasal spray with cortisone. The patient was able to successfully apply a new pod.